Manufacturer narrative:
A2 - age at the time of event: 18 years or older. E1: initial reporter address: (B)(6). Device evaluated by MFR.:the carotid device is recommended for use with a 0.014 inch (0.36mm) guidewire as per carotid wallstent. During the product analysis a 0.014 inch guidewire was successfully inserted through this device without any resistance encountered. A visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the complaint incident. A visual and microscopic examination found no damage or any issues with the stent. The stent was in the correct position on the delivery device. No issues were identified during the product analysis.

Event description:
It was reported that catheter became entrapped on the guidewire. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was advanced to treat the lesion. However, upon advancing, the device became stuck with the non-bsc wire and could not be withdrawn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that filterwire was used instead of a non-bsc wire as previously provided.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6).

Event description:
It was reported that catheter became entrapped on the guidewire. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was advanced to treat the lesion. However, upon advancing, the device became stuck with the non-bsc wire and could not be withdrawn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.